Event description:
It was reported that the customer had a heart attack and he has been hospitalized due to diabetes ketoacidosis and high blood glucose. It was stated that his blood glucose was treated with an insulin drip. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.